Event description:
The pt reported, the insulin cartridges are leaking during use. He stated that his blood glucose elevated (level not provided) and he changed the leaky cartridge to resolve the issue. No further info was provided. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.